Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, the returned intellanav stablepoint catheter was inspected. A fedex image was attached, but it did not contribute to the investigation. Therefore, a visual inspection was conducted, revealing that the tubing was partially detached/separated from the luer fitting at the adhesive joint. Based on all available information, the reported event of fluid leakage was confirmed, as the failure was reproducible.

Event description:
It was reported that a leak was observed at the connection between the flush port and the intellegen tubing, and the flush port at the end of the catheter was damaged. An intellanav stablepoint catheter was used to treat atrial fibrillation and flutter during an ablation procedure. During the procedure, while mapping in the right atrium (ra), a leak was observed at the connection between the flush port and the intellegen tubing. The catheter was connected to the tubing and was flushing properly before the procedure. Upon reseating the connection, the physician observed that the flush port at the end of the catheter was damaged. No ablations were performed prior to observing the issue. The catheter was replaced, and the procedure was successfully completed without patient complications. The device was returned for analysis.

Manufacturer narrative:
The device has been received for analysis; however, it has not yet been evaluated. Upon completion of the failure analysis of the complaint device, if any further relevant information is identified during the review, a supplemental medwatch will be filed.

Event description:
It was reported that a leak was observed at the connection between the flush port and the intellegen tubing, and the flush port at the end of the catheter was damaged. An intellanav stablepoint catheter was used to treat atrial fibrillation and flutter during an ablation procedure. During the procedure, while mapping in the right atrium (ra), a leak was observed at the connection between the flush port and the intellegen tubing. The catheter was connected to the tubing and was flushing properly before the procedure. Upon reseating the connection, the physician observed that the flush port at the end of the catheter was damaged. No ablations were performed prior to observing the issue. The catheter was replaced, and the procedure was successfully completed without patient complications. The device is expected to be returned for analysis.